Event description:
A patient was implanted with the freehand system hand grasp neuroprosthesis in 2001. Following surgery, it was identified that one implanted electrode lead was of insufficient length not allowing full elbow extension. The pt has an elbow contracture and measurement for electrode lead length selection may have been made without full elbow extension. A revision surgery may be required to achieve full range of motion.